Event description:
It was reported that the customer's pump screen was unresponsive and would not respond to input, although the touchscreen was neither cracked nor shattered. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump, but the issue persisted. As the pump was under warranty, customer technical support provided instructions for putting the pump into storage mode and assisted in arranging for the problematic pump to be returned using a pre-paid label within ten days. The customer understood the instructions and planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.